Event description:
The customer reported that during a nephrectomy the insulation on the jaw wire came off and fell into the pt cavity. The material was retrieved. Another device was used to complete the procedure without incident. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.